Event description:
During the follow-up of (B)(6) 2014, issues were encountered during the reading of device memories by the programmer. It was reported that memories reading was unexpectedly long and that an error message was displayed.

Event description:
During the follow-up of (B)(6) 2014, issues were encountered during the reading of device memories by the programmer. It was reported that memories reading was unexpectedly long and that an error message was displayed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.